Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door will not open which was observed during evaluation. This issue was caused by a bent upper door hook. The door hooks were replaced.

Event description:
It was reported that a spectrum pump door would not open during therapy in the cb lab care area. It was also reported that there was no patient injury.